Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR ID # 2134265-2012-08487, 2134265-2013-00056. It was reported that prior to an angioplasty procedure, vessel dissection and perforation occurred. A 1.5x20mm apex balloon was opened and prepped for use the physician noted that the balloon would not inflate and was perforated. Another 1.5x20mm apex balloon catheter was used for lesion pre-dilation followed by deployment of an unknown bsc stent. Following stent implant an artery perforation and dissection was noted. The patient was taken to surgery for pericardiocentesis of cardiac tamponade.